Event description:
Additional information regarding when this reporter first became aware of the event it was noted that the physician called about three weeks prior to surgery date to schedule the case. The patient had fallen and had high impedances. So, initial notify date was three weeks prior to surgery date, but this reporter didn't get full details until surgery date itself. (B)(6) was a rough time frame.

Event description:
It was reported the patient fell "this winter" and has been unable to feel stimulation since. Impedances were subsequently checked and found to be "high." It was stated that all connections were "over 4,000 ohms." At an unknown date, a new lead was implanted "on contralateral side" thereafter. The patient's status was reported as a live, without injury, symptoms or adverse event. There was no further information regarding patient status or outcome provided.

Manufacturer narrative:
Product ID: 3889-28 lot# v741113, implanted: 2011 (B)(6), product type lead product ID: 3095-10 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(6).